Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Originally, the customer did not perform the air removal step, over filled the cartridge and it was reported that the insulin gauge was inaccurate and static. Customer continued to use current pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.